Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that he was able to confirm the customer's reported issue. The stm found the connector on the fiber optic extension cable assembly to be damaged. The stm replaced the fiber optic extension cable assembly. The stm performed calibration, safety, and functionality checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported the cardiosave intra aortic balloon pump (iabp) alarmed fiber optic sensor failure during use. No harm to patient or adverse event reported. No other patient info available.